Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the inferior vena cava (ivc) using lightning aspiration tubing (lightning). During the procedure, the lightning would not work unless the lightning usb connector was held in place in the penumbra engine (engine) usb port. The reported event occurred on the back table as well as during use of the lightning with the patient. However, the procedure was successfully completed using the same lightning. It was reported that the nurse held the lightning usb connector in the usb port in the engine for the duration of the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lightning confirmed that the usb cable had to be held for the device to work. During the functional test, with a demonstration canister and engine, the lightning was able to power on during the initial connection of the usb cable into the back of the engine. The lightning was switched on and no audio cues were heard. The lightning was then power cycled off and back on, and water was aspirated into the canister without an issue. While aspirating water into the canister the lightning unit powered off. The usb cable was pressed into the back of the engine, the lightning unit powered back on and continued aspirating water into the canister without an issue. The root cause of the reported issue could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the lightning not working unless the usb cable was pressed into the back of the engine. H3 other text : placeholder.